Manufacturer narrative:
Product complaint # (B)(4). Corrected: h6 health effect clinical code. Events reported in 1818910-2021-02735, 1818910-2021-02738, 1818910-2021-02739. This report is being submitted to capture the reported dislocation events (x3) reported within the registry data. No further patient identifiers or event dates are available or known. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6 health effect - clinical code.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: e2, e3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 (clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Events reported in 1818910-2021-02735, 1818910-2021-02736, 1818910-2021-02737, 1818910-2021-02739 this case is logged to capture the 2nd revision surgery of the linked files. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by aoanjrr automated industry report 2734 - depuy synthes (B)(4) global unite total reverse shoulder. Data period: (B)(6) 2004 - (B)(6) 2020. Catalogue numbers of global unite reverse bodies included in this analysis: 4 revisions were identified. 3 revisions were for instability/ dislocation and 1 was for loosening". Model: global unite. Range description: reverse fracture epiphysis.